Event description:
It was reported by service report that the pop up push handle had broken and sharp edges were exposed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Other: handle.